Manufacturer narrative:
Event took place outside of the united states ((B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Humelock reversed device was revised on (B)(6) 2019 for repeated infectious episodes with several unsuccessful joint washouts. Lab results confirm infection. This is second revision - total shoulder from another company and a different surgeon (primary in 2015) had been revised for infection, resulting in the implantation of the humelock reversed on (B)(6) 2017. At time of 2nd revision, it was reported that the glenosphere is broken and glenoid screws partially unscrewed, but the humeral stem is osseointegrated.